Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis of the pump revealed reservoir access issues from drug residue. A problem was encountered after the drug was aspirated from the pump. It was observed that when the bleach solution, used for internal decontamination was put into the reservoir, the reservoir would only take 10 ml. That 10 ml of bleach solution was then aspirated. The reservoir then had 10ml of sterile water put into it. This 10ml of sterile water was slow going in and slow aspirating. Aspirating the 10ml of sterile water produced 10 ml of a "gold" colored liquid. Then another attempt was made to put the bleach solution in the reservoir, but no solution was able to be put into the reservoir. The pump was then manually taken apart and manually decontaminated under the biohazard hood. The pump did dispense during this decontamination process. Because of this situation, the flow tests and the pump tube leak test, could not be performed on this pump. The only thing of note in the pump logs was a motor stall recovery. Analysis of the returned catheter not an indent down in the sc connector seal.

Event description:
The pump and catheter were received without information and were analysed.

Manufacturer narrative:
(B)(4).